Event description:
Patient experienced draining from the incision wound following achilles tendon repair with orthadapt augmentation. (Onset of symptoms is unknown). The graft was explanted approximately three months post-repair.

Manufacturer narrative:
Multiple attempts were made to obtain additional/specific case information regarding this event from the physician; however, no additional information was provided. The cause of this event cannot be determined based on available information. Neither the product or the product lot number were provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.